Manufacturer narrative:
External insulation abrasions were found at 7.1-7.15cm and 31.6-31.9cm from the electrode tip, consistent with lead friction to another device. Internal insulation abrasion was found at 9.8-10.0cm from the electrode tip. The etfe coating was intact at these locations.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. High hv lead impedance and pacing thresholds were observed. Lead was explanted and replaced.